Event description:
Post status bilateral breast implants in 1970 or 1974. Right implant had ruptured. On 3/2/94, removal of bilateral implants. Left implant ruptured during explanation. Both decontaminated and given to pt per request, in individually labeled container.